Event description:
In 2009, the reporter contacted lifescan (lfs) alleging that the lay patient's one touch ultra 2 meter does not turn on. The reporter did not have the meter with her when she called lfs; the serial number was not provided. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the patient by phone. The reported said the product issue first started on the morning of eight days prior, and the pt took his usual dose of insulin as a result of the issue. The reporter did not know how much time passed after the issue started when the pt became disoriented, sleepy, and thirsty. The reporter denied that the pt received treatment. Troubleshooting could not be completed since the reporter did not have the lfs meter with her. The pt's products were replaced. This complaint is reported because the reporter alleges that the pt's lfs meter did not turn on and afterward the pt experienced symptoms the can be associated with hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.